Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir leaked. Customer reported that she noticed the leak at the top of the white cap, all insulin was located in the white cap. The insulin was only in the reservoir compartment. Customer stated she was very high and meter could not read her blood glucose anymore. Customer removed the reservoir and there was insulin all over the reservoir compartment and dripping out of the reservoir. Customer does not recall smelling insulin before putting it in the insulin pump. Customer discarded the reservoirs. Customer stated she changed her reservoir a few times since then and has not had any issues. Customer reported she may have had a bad batch of reservoirs. Customer stated she had to visit the hospital, but did not go. Customer stated she was so lethargic and slept. Customer also mentioned she had ketones and her kidneys were hurting. The customer's blood glucose was unknown.